Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon first inflation at 7 atmospheres for 15 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient is in good condition after the procedure.